Event description:
Boston scientific received information that during implant, the right ventricular (rv) lead exhibited high impedances greater than 2000 ohms. The field representative working with the physician advised to attempt to disconnect and reconnect the lead, results were the same out of range impedance measurements. The lead remained implanted and a new device was then implanted. Again the measurements were the same. The physisian elected to leave the lead and the new device implanted and continue to monitor the patient. There were no adverse patient effects reported.

Manufacturer narrative:
The lead remains implanted with the new device. This device was attempted and wll be returned for analysis. This report will be updated should additional information become available or once analysis has been completed.